Event description:
It was reported that during a sigmoid resection procedure; the surgeon described that the stapler fully fired and deployed staples and cut the washer. Upon removing the stapler, a tear was noticed at the anastomotic site. The surgeon had to convert to open to stitch the opening. A trained surgeon with a long history of firing the stapler was the one who fired the stapler from below.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was received: what is the patients current condition? To my knowledge the patient was recovering well. Was the tear at the staple line or near the staple line (above/below)? Was told it tore on the staple line. Were any of the forces higher or lower than expected (closing, firing, or opening)? Surgeon firing the device described no unusual forces. What steps were used to open the device after firing? Standard 1/2 to 3/4 turn to open the stapler and then rotating the stapler side to side to release it. Was the procedure originally started as laparoscopic and then converted to open? That is what I was told correct.